Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, fifteen minutes during a laparoscopic gastric bypass, air or gas leaked from the seal. The seal was also damaged. Another device was used to complete the case. There was no patient injury.